Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2g, intraperitoneal, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Correction : the patient's correct date of birth is (B)(6)1965. Should additional relevant information become available, a supplemental report will be submitted.